Event description:
A report was received from a distributor that 4 cases of cidex opa were leaking when received. There were 2 lots involved, lot # 111108683 and #131108691. No adverse events were reported. An asp customer quality associate followed up with the distributor via telephone. The distributor did not actually see the products but she was informed that the cidex bottles were received leaking. The bottles were disposed as per appropriate procedures. She confirmed that there were no reports of any adverse effects from handling the bottles that had leaked.